Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint.

Event description:
The hospital reported a malfunction resulting in the loss of audible alarms. There was no report of patient involvement.